Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/14/2017. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the anvil was broken which was consistent with user error. It was further determined that the broken anvil was consistent with the off axis loading during demonstration of the device ¿user error. It was determined that the device was unable to be assembled and had a component damage. It was further determined that the device failed pretest for visual assessment and locking collar assessments. Therefore, the reported condition was confirmed. The issue related to the damaged anvil has been escalated to CAPA. The assignable root cause was determined to be traced to user, which is improper handling.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device was broken. According to the reporter, the device was one of the older handpieces and the central shaft of the device came out of the tip. The reporter stated that there was no harm to the patient. The pieces that broke off from the device were found and an intraoperative x-ray was performed to confirm there were no remnants. An extra five minutes were added to the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.